Event description:
It was reported that during use with unknown bd sst tubes, there was hemolysis. There was no report of patient impact. The following information was provided by the initial reporter: the authors compared the hemolysis rates between two blood sampling methods using bd vacutainer® sst¿ tubes or sarstedt s-monovette® serum gel tubes in aspiration mode. Higher hemolysis rates were observed in blood collected using sst¿ tubes.

Manufacturer narrative:
H3. Investigation summary: hemolysis indicators are sensitive to the principle of operation of blood collection tubes. It is understood that a slow manual aspiration may reduce shear stress on the cells, thereby reducing hemolysis in comparison to vacuum collection. Thus, comparing s-monovette® in aspiration mode to bd vacutainer® tubes do not present a valid measure of product performance and does not point to a product performance issue. Additionally, blood samples were collected through an IV cannula, which could have further contributed to hemolysis. Therefore, this paper* does not indicate a product issue with bd vacutainer® sst¿ or sst¿ ii advance tubes. However, the hemolysis noted in the samples collected from sst¿ tubes was documented as a complaint ((B)(4)). Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. *note: the paper declared a competing interest as it was sponsored by sarstedt, the company that produced s-monovette®. H4. Device manufacture date: unknown h3 other text: see h10.